Event description:
Primary stability not achieved, immediate implantation, inadequate bone quality/quantity. Dentist could not achieve primary stability due to lack of bone on facial at time of extraction.